Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022 with blood glucose of 758 mg/dl. The customer¿s current blood glucose value was 386 mg/dl. The customer did not experienced symptoms due to high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they had insulin flow block alarm. Troubleshooting was performed. No further patient complications were reported.